Event description:
The patient reported seeking medical attention in the emergency room (ER) for nausea and discomfort, which they reported was not related to an issue with their omnipod dash system. The patient reported prior to seeking medical attention their pod expired, and they elected to not replace the pod, or switch to an alternate form of insulin. The patient reportedly had a long wait time while in the ER and went without insulin for a period of time. This resulted in the patient developing hyperglycemia and diabetic ketoacidosis with subsequent admission to the hospital. The patient's blood glucose levels were not provided. Symptoms included extreme nausea, general discomfort and pain. The patient was treated with fluids and pain medicine. The pod was worn when seeking medical attention. The patient remained hospitalized at time of report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.